Event description:
It was reported that during the laparascopic apply procedure, dr.stated that he has noticed recently that the staple line is not ashemostatic aas he is used to. In a case recently where it was necessary to bring the pt back for post-op bleeding, but he couldn't be certain that it was due to the staple line. The pt is doing well with no further consequence.